Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report loss of data that on (B)(6) 2016. The patient also stated that he was unsure of what icon was displayed in the status bar. There was no report of injury or medical intervention. No additional event or patient information is available.